Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient's s1 drg lead had migrated and as a result the patient lost effective therapy. Surgical intervention was undertaken wherein the patient's lead was explanted and replaced. Effective therapy was established postoperatively.